Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found that the jelly had leaked from a cut mark on the jelly pouch before opening the package.

Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation observed the jelly packet leak before opening the package. The leak occurred from a notch area of the jelly when the package was opened. The reported event could have been contributed by the supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[storage method and expiration date]. 1. Storage store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found that the jelly had leaked from a cut mark on the jelly pouch before opening the package.